Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2010: (B)(4). (B)(6). Operative report. Preoperative diagnosis: ventral incisional hernia. Postoperative diagnosis: ventral incisional hernia. Operation: open repair of ventral incisional hernia utilizing gore-tex dual mesh. First assistant: (B)(6); surgery resident IV. Specimens: none. Drains: none. Procedure: ¿the patient was placed on the operating table in supine position. Satisfactory endotracheal anesthesia was induced. Scds were utilized. The patient¿s abdomen was prepped and draped with betadine solution. The patient had an upper midline incisional hernia confirmed by palpation and on CT scan. It was approximately mid way between the xiphoid and the umbilicus and its hernia sac was oriented towards the left. The previous midline incision was entered and carried out to the hernia sac. Once the fascia had been cleared, it was apparent that there were several small 1-2 cm hernias which were immediately adjacent, one to the other with strands of fascia between them. In order to satisfactorily reduce all hernias and make the repair more feasible, all the small hernias were communicated by incising the fascia between the hernias to allow for a single defect. The fascia was debrided back to what appeared to be healthy fascia as opposed to attenuated scar tissue. All anterior peritoneal fat and bowel was returned to the abdominal cavity. Most of the dissection was actually carried out in a preperitoneal manner. Ultimately, after the fascia had been debrided back to what appeared to be healthy fascia, the defect measured approximately 5 x 10 cm. A portion of gore-tex dual mesh was selected. It was appropriately oriented with the ¿slick¿ side facing the intestine and the ¿rough¿ side facing externally. The mesh was then sutured in place to the fascia with running #1 gore-tex suture interrupted at several sites. The completion of the repair appeared to be without tension. Hemostasis was established as adequate. The wound was then closed in layers with subcutaneous sutures of 3-0 vicryl and skin staples. Because of concern over the formation of subcutaneous seroma in the subcutaneous space, a wound-vac as [sic] placed over the wound and sealed. The patient was awakened from her anesthetic and taken to the recovery room in satisfactory condition. Pack, needle, and instrument counts were correct at the end of the case. The patient tolerated the procedure well.¿ (B)(6) 2010: (B)(4). Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dmlcp04. Lot batch code: 05162787. W.l. Gore & associates. Expiration: 06/2011. The records confirm a gore® dualmesh® plus biomaterial ((B)(4)) was implanted during the procedure. ??/??/??: [missing records: records between 06/09/10 and 11/17/10 were not provided.] (B)(6) 2010: (B)(4). (B)(6). Operative report. First assistant: (B)(6). Preoperative diagnosis: infected mesh and recurrent ventral incisional hernia. Postoperative diagnosis: infected mesh and recurrent ventral incisional hernia. Procedure: open removal of infected mesh with repair of recurrent ventral incisional hernia with component separation and placement of biologic mesh. Indications for procedure: ¿the patient is a 55-year-old woman who has had multiple abdominal surgeries including open gastric bypass many years ago followed by multiple incisional hernia repairs. She underwent open repair with mesh implantation last (B)(6) by (B)(6). She had postoperative wound infection which resulted in mesh infection and chronic drainage through the midline incision. The risks, benefits, and alternatives to the proposed surgery were explained in detail to the patient. She expresses understanding and would like to proceed. Description of procedure: ¿the patient was brought to the operating room, general anesthetic was administered. Her abdomen was prepped and draped in the usual sterile fashion. An elliptical incision was made in the upper midline going around the drainage site. This incorporated the majority of the upper midline incision. The drainage tract was completely excised down to the chronic abscess cavity. The cavity surrounding the mesh was entered. There was chronic mucoid tissue and pus surrounding the mesh. The sutures were all removed and the mesh was removed. The cavity was opened up in its entirety. The thick fibrous capsule was excised down to the fascial level. The chronic granulation tissue was irrigated and debrided and completely unroofed. The fascia was exposed and separated off the subcutaneous tissues circumferentially but especially laterally in preparation for closure of the fascial defect with component separation. Using figure-of-eight #1 pds sutures, the fascial defect which is approximately 10 cm in diameter was closed to the midline. A component separation with musculofascial flaps were then established by incising the fascia as lateral as possible. This was performed bilaterally. This resulted in significantly less tension at the midline. It was somewhat difficult to tell if the fascia was the lateral most anterior rectus sheath or the external oblique due to the distortion in the anatomy of the abdominal wall. Nevertheless, a 6 x 16 cm piece of alloderm was brought up and prepared. This was placed transversely and sewn in with running 0 pds sutures. It was attached laterally to the cut edge of the component separation. It was used to completely cover up the primary repair in the center line. Approximately 2 cm of the length of this alloderm was cut to fit and again the lateral portion of the alloderm was sewn to the lateral cut edge of the component separation. Five or six small incisions were made in the center of the alloderm to allow the underlying fluid to escape. Two 7 jp drains were placed over the alloderm and exited through separate stab wounds, one to the right and one to the left inferior aspect of the repair. These were sewn into position with a nylon stitch. The subcutaneous tissues were closed with a running vicryl suture and clips were placed on the skin. A sterile dressing was applied. A binder was placed. The patient tolerated the procedure well. She was withdrawn from general anesthesia, extubated and brought to recovery room in good condition.¿ (B)(6) 2010: [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2010 procedure was not provided.] Records span 06/09/10 to 11/17/10 it should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient underwent open ventral and incisional hernia repair on (B)(6) 2010 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2010 additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: removal of infected mesh, recurrence, and pain. Additional event specific information was not provided.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating; manufacturer/compounder: w. L. Gore & associates, inc.; lot number: 06162787. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.